Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed.

Event description:
Customer reported he was unable to test his glucose due to his adc meter not powering on with button press or test strip insertion. Customer further reported that in the "second week of march" he was walking to his car when he "tripped and fell and hit (his head) because of symptoms of low blood sugar". Customer's wife called the paramedics and upon their arrival, a reading of 32 mg/dl was obtained on the paramedic meter. Customer was administered "1 bag" of intravenous glucose and when he "felt fine" the paramedics left. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported he was unable to test his glucose due to his adc meter not powering on with button press or test strip insertion. Customer further reported that in the "(B)(6)" he was walking to his car when he "tripped and fell and hit (his head) because of symptoms of low blood sugar". Customer's wife called the paramedics and upon their arrival, a reading of 32 mg/dl was obtained on the paramedic meter. Customer was administered "1 bag" of intravenous glucose and when he "felt fine" the paramedics left. No further treatment was reported. There was no report of death or permanent impairment associated with this event.